Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. No scroll bar/ramping numbers without button press noted. No trace of moisture damage found on the electronic/motor assembly. The device was also received with cracked case upper corners of display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was alarming button error and the numbers on screen scrolled when the up arrow button was pressed. The customer stated that the device may have been exposed to sweat. Blood glucose value was 141 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.